Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was less responsive. Customer's blood glucose value was unknown. Customer stated that buttons was harder to press and sometimes had to press buttons twice. Customer also stated that insulin pump had unexplained no delivery alerts not due to site issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm or missing segment or display anomaly noted during testing. Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had minor scratched lcd window. (B)(4).